Event description:
Patient report that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the release paperwork for the pump and it was operating within specifications at the time of release.